Manufacturer narrative:
The unit alarmed button error followed by intermittent buttons due to a corroded keypad. The unit had a cracked case at the display window corners, a cracked display window, and a minor scratched lcd window.

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer stated that the device was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device was replaced, and was informed to return the product for analysis.